Manufacturer narrative:
The customer reported the bedside monitor (bsm) displayed inaccurate reading of etco2. No known impact or consequence to patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bedside monitor (bsm) displayed inaccurate reading of etco2. No known impact or consequence to patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that they are having issues with etco2. The co2 values are consistently in the mid 20's and dip into the teens. This is only happening in the ER with or without the nasal cannulas. Issue is not happening in other departments suing intubated adapters. The hospital swapped cables twice (tg-920p). The hospital at the time did not have the appropriate nasal cannula. This is not an intermittent issue. It occurs whenever they use the tg-920p. Service requested: troubleshooting . Service provided: troubleshooting . Investigation result: the unit was placed into service on (B)(6) 2018, which is less than 1 year at the time of the reported issue. A review of device history found no previously reported issue with this device. Similar tickets using "tg-920p etco2" gave the following result: 15241- etco2 is networking; root cause: unknown 47338- etco2 maintenance questions; root cause: user education 68375- etco2 cable; root cause: pending investigation review of tickets reported by the uintah basin medical center found no similar reported issue. No other issue with etco2 was reported by the customer after this issue which indicates that the issue did not recur. Based on the device service history, complaints from customer site and similar search query, no adverse trend is suspected with the device. The root cause of the issue was unable to be determined due to limited information in the complaint record and the device was not returned to nk for repair/evaluation. Model: tg-920p (sensor) serial #: (B)(6) UDI #: (B)(4). Was device returned for evaluation? No f9. Age of device: 20 months h4: manufacturer date: (B)(6) 2017.

Event description:
The customer reported the bedside monitor (bsm) displayed inaccurate reading of etco2. No known impact or consequence to patient.